Manufacturer narrative:
Results: inherent risk of procedure ¿ (death), conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the rca. It is reported that approximately 5 months post index procedure the patient had a target vessel revascularization of the r-pda during a 5 branch bypass due to stenosis. Non-target vessels 1st diagonal, lad and om were also revascularized during the bypass. It is reported that 6 months post index procedure the patient expired. The cause of death was non sudden death, cardiac death, due to multiple organ failure. Investigator has assessed that the event was probably related to the device.